Manufacturer narrative:
Concomitant medical products: product ID: 39286, serial# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had returned home "shortly after" the revision procedure. It was noted that during the revision, the lead was replaced with a new lead.

Event description:
It was reported that the patient had stopped receiving effective stimulation around (B)(6) of 2013. It was noted that the patient was receiving less than 50% therapy relief at the lead location. It was stated that there had been several attempts to reprogram the patient¿s device. It was stated that the patient had a lead replacement done on (B)(6) 2014 because she was not getting enough stimulation to her left leg, which was her primary pain site. It was noted that post-revision, the patient was receiving good stimulation to the affected areas, specifically her left leg.